Event description:
New information indicated that the device was explanted on (B)(6) 2015. The patient was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that premature battery depletion was suspected. The device is still implanted but awaiting explant. The patient's condition is stable.